Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not working properly because there was a blockage but the pump did not alarm for an occlusion. No further information was provided. This report is made based on the allegation that the pump did not alarm to alert the user of an issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/18/2014 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed data relevant to the date of the alleged issue was overwritten due to continued use; no abnormal alarms or issues were observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. An occlusion was induced during evaluation- the pump alarmed appropriately for the occlusion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.